Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's counsel that the patient underwent total shoulder arthroplasty. It is alleged that a radiograph taken five years later shows a mechanical fracture of the prosthesis, in which the humeral and glenoid components separated, and revision surgery is scheduled at the end of this month.